Manufacturer narrative:
The device has not been returned for investigation. A review of the device lot history record was performed and all device specifications were met. No conclusion can be made.

Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c5/c6. There is no plan to reoperate to remove the detached tip. It was reported the patient had no complications.